Event description:
It was reported that the patient stated that her device was on and could not be turned off. It was noted that the patient would like a replacement recharger. Additional information received reported that the patient was in jail for 10 days without her patient programmer. It was noted that then the patient was evicted and all of her belongings including the patient programmer were gone. It was noted that the patient reported a lost or stolen patient device. It was noted that the stimulation was ¿half on and half off¿ and that she cannot turn stimulation off because she did not have a patient programmer on (B)(6) 2013 she ¿can¿t do much without getting electrocuted.¿ additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).